Event description:
It was reported that when the total dose in the prescription tab is changed to adjust the daily dose, the result is misleading. The user assumes that changing the total dose will result in a rescale in mus by the same ratio as the difference in daily dose. However, depending on what has prescribed and the isocenter position, the result can be very different. It is also possible to change the dose back to the original and have everything look the same as it did, but the resulted mus can be different. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.